Manufacturer narrative:
(B) (4).

Event description:
Since implant the pt's frequency decreased from going to the bathroom 3-4 times per night to once per night. During the day, the pt did not experience a decrease in frequency. The pt also felt stimulation in both of her legs while standing and when she sat a certain way or rolled over, the device seemed to move or the skin seemed to "roll up". Reprogramming was not successful and the pt was not sure if the trial helped her as she had diarrhea during the four days of trial. It was also reported that the pt felt pain down her legs and stimulation in the hip. The leads had migrated. The healthcare provider was unable to get stimulation back to the pelvic area through reprogramming. It was planned to replace the system with two separate ipgs and leads. Further info is being requested from the hcp.